Event description:
Diagnosed with mesh exposure through vaginal wall. Transobturator sling placed in 2015 by another surgery for stress incontinence. Scheduled for mesh removal. Therapy start date: (B)(6) 2018; therapy end date: (B)(6) 2018. Diagnosis or reason for use: stress incontinence.